Manufacturer narrative:
The manufacturer previously reported receiving information from a third-party service provider that a ventilator inoperative condition occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error logs were not available for analysis and the system printed circuit assembly (pca) board had caused the ventilator inoperative condition to occur on the trilogy evo device. In conclusion, the system pca board needs replacing to address the reportable issue. The device was scrapped.

Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative condition occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.